Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced an infusion site reaction while wearing the pod between 4 and 24 hours. No specific symptoms were reported. The patient stated that the cannula insertion felt unusual upon activation, but the pod continued to be worn. As the infusion site continued "to feel off", the patient removed the pod. When the pod was removed from the infusion site which was not provided, the pod's cannula was found bent. The patient further reported that, although the cannula was visible upon pod removal, the pink slide was observed to not have advanced, indicating a needle mechanism failure. No impact on the patient's blood glucose levels was reported.